Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the hard drive was found out of specification. (B)(4).

Event description:
It was reported there was a black screen and error message when starting programmer. The programmer was returned for repair. No patient complications were reported as a result of this event.